Event description:
IV extension set disconnected from the IV access catheter. IV access was established with an insyte IV catheter and the extension set that was primed with normal saline was connected to the IV catheter. At an unspecified time later, the extension set disconnected from the IV catheter. There was an unspecified amount of leakage of blood and IV fluid reported. There were no adverse effects to the pt. The customer also reported that there was an additional incident where a clinician attempted to connect another extension set to an insyte IV catheter and the male adapter would not fit into the IV catheter. There was no blood loss in that incident, the set was replaced, and no further difficulty was reported. Though requested, no additional info was available.